Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer¿s device and verified the reported issue. The customer was sent a replacement device under warranty. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would no longer power on. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio determined that the cause of the reported issue was that on/off lid latch rubber cushion was no longer on the latch. This resulted in the device being unable to power on.

Event description:
The customer contacted physio-control to report that their device would no longer power on. There was no patient use associated with this event.